Event description:
It was reported that the tlif fully moved back severely compressing the emerging root, due to fact that the screw inner was fully released from the left l4 screw.

Manufacturer narrative:
(B)(4). Visual inspection; device history review; complaint history review; risk assessment the returned was confirmed to have been disengaged. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the reported event is multifactorial.

Event description:
It was reported that the tlif fully moved back severely compressing the emerging root, due to fact that the screw inner was fully released from the left l4 screw.